Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. The rv lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.